Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit as well as other electric components had been damaged. As a result of these damages the device could not be interrogated. In a next step, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. Analysis excludes any internal short circuit within the ICD. Based on the observed symptoms, the damages were most probably caused by an external high voltage source, like the reported external cardioversion. There was no indication of a material or manufacturing problem.

Event description:
After an implantation period of approx. 65 months, it was reported that the device is not interrogable. The ICD was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.